Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the perfusionist that the incident occurred "about two weeks ago," when the patient was on the "table." The intra-aortic balloon (iab) was prepped per the instructions for use and inserted without difficulty. As soon as the insertion was completed, the pump (the perfusionist cannot remember which pump) began to alarm "gas leak loss." The perfusionist stated that everything looked "good" but the alarm continued, so they exchanged the pump off the patient. The second pump alarmed "gas leak loss," and at this time they decided to remove the iab and replace it with another iab. After removing the iab and inserting another iab, the pump no longer alarmed. There was no harm to the patient and per the perfusionist, this incident occurred and was handled within minutes of the first alarm.